Manufacturer narrative:
Patient complained of shocking feelings and vomiting so ipg was explanted. (No leads returned). No failure found in explanted ipg. No further action to be taken.

Event description:
The patient complained of shocking feelings and vomiting. The device was turned off about a month ago. Ultimately generator (B)(6) was removed.